Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that she was unable to rewind or prime the insulin pump. The customer ran out of insulin during the bolus delivery. She was doing a lot of sleeping and that concerned her family. Customer's blood glucose level went over 400 mg/dl. The customer treated her blood glucose level manually. She had other medical issues that end her up in the hospital. Troubleshooting was declined. The device was not returned.